Event description:
The report received from the affiliate indicated that while preparing the trufill orbit mini complex fill 4 x 7 coil for an interventional neurovascular procedure for coil embolization, air was noted in the hub during purging. Another attempt at purging the air from the system was attempted but was not successful. The product was not clinically used in the pt. The target lesion was the cerebral artery. The lesion was reported to be moderately calcified and moderately tortuous. No other lesion information was available . A dcs syringe was used for the procedure and was used successfully with other coils after the reported event. The luer hub was not noted to be cracked. There were no kinks or bends noted in the system. There was no damage noted upon inspection or the product prior to the event or after removal. Another product was used to complete the procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.